Event description:
Pt has experienced elevated blood glucose (~ 200 mg/dl, normally 90-120 mg/dl), since switching to the device 2 months ago. Pt indicated that, in order to successfully lower pt's blood glucose, pt is having to bolus twice the amount of insulin, that pt used to, when using pt's previous device. No error messages were generated by the device. Pt did not seek treatment for elevated blood glucose.